Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap bilateral salpingo-opherectomy procedure, the hand-activation buttons did not work. The foot pedal had to be used for the duration of the case. There was no adverse patient consequence.